Event description:
Customer reported being hospitalized due to high blood glucose levels. Troubleshooting performed and pump appeared to be functioning as designed. During the troubleshooting found that customer changed his set saturday evening and did not check his blood glucose levels till next morning. Customer was unfamiliar with the two high glucose levels rule. Explained the importance of follow this rule and discourage customer to change sites late in the evening.